Event description:
It was reported that during surgery, pulsavac battery overheated and had visible bloat. No patient involvement was noted. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g2, g3, g6, h1, h2, h3, h4, h6, and h11. Only the battery pack was returned for evaluation. Upon functional testing with a known working lab handpiece the battery would not power on the handpiece. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6).